Event description:
Customer alleged the joystick will not reset itself and only has the message of "goodbye". (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model fdx-mcg, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1163181 rev d (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the joystick on the fdx-mcg power chair allegedly would not reset, thus stranding the consumer at his computer desk for 40 minutes. The dealer replaced the joystick from another power chair in his warehouse. Replacement part is on (B)(4). Invacare sales rep. Will be returning the original joystick to invacare for an inspection and evaluation. No injury alleged.